Manufacturer narrative:
(B)(4)

Event description:
It was reported that a flogard infusion pump experienced an unidentified issue. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection identified that the pumphead door was damaged. The pumphead door was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.